Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the orders were getting delayed to transfer. The technical support specialist stated that the customer confirmed issue was resolved. The serial number, UDI and manufactures details kept blank since the given asset information found to be it infrastructure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system orders were not crossing.the customer added that this malfunction caused a delay in patient care.however, there were no adverse events or injuries reported based on this event.